Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be conclusively identified but is likely chemical residue. Additionally, the cause of the material remaining in the device could not be specified. It is unknown if reprocessing was performed according to the instructions for use (IFU) as the specific steps performed at the user facility were not provided. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: distal end lens glue (2x) is white clouded; coupled charginig device (ccd)-cover lens glue is white clouded; bending section cover or distal sheath rubber glue is separated and worn out; key top 1 had cuts but leak-free; and angulations are out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material on distal end and on the light guide lens. There were no reports of patient involvement.